Event description:
This bed had no functions from either side, no injury. Tsr replaced both siderail boards to repair this bed.

Manufacturer narrative:
Received this report without the second page. Per FDA directive on (B)(4) 2011, this report will be processed as is.